Event description:
Pt was receiving electrical stimulation treatment to lt hip as an outpt in the physical therapy dept, when he experienced an electrical charge down his lt leg. The treatment tech was summoned by the pt. The tech observed the pt's rt leg moving, and he complained of increased pain. Treatment was terminated. The equipment was taken out of service and referred to the biomedical engineer for evaluation. The pt was escorted to the emergency room for evaluation by the ER dr. ER dr documented electrical shock with no sign of injury. Plan: he is to see his family dr as directed and return here for any further problems. Test results found the machine is within MFR's tolerances. Testing was completed on the leads and the four-lead cable. No failures were observed in the leads. The four lead cable did experience failure when physical changes at the connector end of the cable were made. This cable failure could result in a channel turning on or off by any cable movement, thus increasing or decreasing electrical stimulation.